Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral salpingo- oophorectomy, enterolysis of sigmoid colon, extensive left ureterolysis, cystoscopy and cystotomy with suprapubic catheter placement due to vaginal prolapse, cystocele, midline lateral paravaginal defects and enterocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, dyspareunia, and depression. It was reported that the patient underwent mesh implant with dima remeex on (B)(6) 2009. It was reported that patient underwent mesh revision on (B)(6) 2009 and 04/30/2010. It was reported patient underwent mesh revision and explants on (B)(6) 2013. No additional information was provided a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2005 and ams monarc, apogee, and perigee were implanted. It was also noted that she had a dima remeex implanted on (B)(6) 2009. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.